Event description:
It was reported that at the beginning of an atrial flutter left (l-afl) procedure, a small pericardial effusion was noticed using intracardiac ultrasound. The patient's baseline blood pressure was noted to be 90/60. A double transeptal was performed and the pulmonary veins were isolated. While performing a left atrial isthmus line, the patient's blood pressure was noted to be down to 70/40. The intracardiac ultrasound was used to identify a large pericardial effusion as thick as 1.5 cm. A pericardiocentesis was performed and approximately 760 cc of fluid was removed from the pericardial space. The patient was stabilized with blood pressure of 80/50 in the recovery room at the time of the call. The patient will be admitted for observation. The facility indicates that the preexisting effusion combined with anticoagulation for the procedure, may have contributed to the incident. The bwi field representative has called back to provide updated information on the patient's condition. While in the recover y room, the patient started bleeding again into the pericardial space. An additional 700 cc were drained from the pericardial space. The patient is not stable at this time. The patient will receive a transfusion and be transferred to ICU.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: product: cool flow pump,u.s. Ship kit; mfg#: m-5491-02; serial #: (B)(4). Product: (mobicath-distributed product) small curve kit; mfg#: d-1400-10; lot #: OEM_d-1400-10; OEM/dist. Lot #: w2196359. Product: soundstar 3d 10f-90; mfg#: m-5723-05; lot #: OEM_m-5723-05; OEM/dist. Lot #: 1084683500139. Product: stockert 70 system; mfg#: m-5463-01; serial #: (B)(4). Product: carto 3 system; mfg#: m-4800-01; serial #: (B)(4). Product: (reprocessed by stryker) - bwi lasso navigational catheter. (B)(4). Event description continuation: upon request, the bwi field representative provided additional information on the event. There was no difficulty in manipulating the catheter. There were no abnormal signals. The patient received 21 ablations before the event. The rf generator was set to "power control" mode at 30-35 watts. The temperature cut off setting was at 40 degrees for the thermocool sf cartoxp,f-j,tc catheter and the flow setting was at 15 cc/min. The act was maintained at >300. The physician thought the large pericardial effusion was most likely an extension of the small pre-existing pericardial effusion. The pericardial effusion grew after heparin was administered after the transeptal puncture. The patient had a subsequent cardiac surgery resulted from the needle puncture from pericardiocentesis (emergency intervention). The patients updated health status is that he has been discharged and is stable at this time post emergency surgery.

Manufacturer narrative:
(B)(4). It was reported that at the beginning of an atrial flutter left (l-afl) procedure, a small pericardial effusion was noticed using intracardiac ultrasound. The patient's baseline blood pressure was noted to be 90/60. A double transeptal was performed and the pulmonary veins were isolated. While performing a left atrial isthmus line, the patient's blood pressure was noted to be down to 70/40. The intracardiac ultrasound was used to identify a large pericardial effusion as thick as 1.5 cm. A pericardiocentesis was performed and approximately 760 cc of fluid was removed from the pericardial space. The patient was stabilized with blood pressure of 80/50 in the recovery room at the time of the call. The patient was admitted for observation. The facility indicates that the preexisting effusion combined with anticoagulation for the procedure, may have contributed to the incident. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility. It was found within specifications. Furthermore, an irrigation test was performed and the catheter passed. No occlusion was observed. A cool flow pump test was performed and the catheter passed specifications. A deflection test was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Since the catheter passed specifications, the root cause of the pericardial effusion remains unknown.